Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of tracebaility and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us: revision due to implant malpositioning. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, device removal. Patient diagnosis, pre-implantation described by surgeon as, radiculopathy. Level where device implanted: c6/c7. Level where event occurred: c6/c7. Surgical intervention was post-op. Event type described as, implant malpositioning. Investigation still in progress.

Event description:
A revision surgery was performed to remove a mobi-c implant due to poor positioning leading to cervical radiculopathy.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.